Event description:
The reported steted that they have had large lab discrepencies on patients and the suspect device. They did not have examles. They also said they failed cap surveys in october because of high results. The device was replaced and requested to be returned for evaluation.